Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Additionally, it was reported that the pump battery could not be charged, and was depleting quickly. Customer¿s blood glucose level was 122 mg/dl. No additional patient or event information was available.